Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no indication that the complaint was related to prior servicing within the review period. Visual inspection found no physical damage to the device. Functional testing confirmed the reported issue, with event logs showing repeated high-pressure alarms on (B)(6) 2026, and the occlusion detection level of the downstream occlusion (dso) sensor at the lower limit. The probable cause was determined to be a defective or out-of-calibration downstream sensor. The downstream sensor was recalibrated to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after startup, the downstream blockage alarm was always triggered. This occurred during priming at the facility. There was no reported patient involvement.